Manufacturer narrative:
The product is not expected back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported their adc freestyle libre sensor detached on the same day of application. On (B)(6) 2019, as a result of the customer being unable to test his blood glucose, the customer became hypoglycemic and dehydrated from the heat. The customer was transported to medical services where an IV was placed and a blood glucose test was performed. The customer was diagnosed with hypoglycemia and given a 'soda pop" for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor kits was reviewed and the dhrs showed the libre sensor and fs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported their adc freestyle libre sensor detached on the same day of application. On (B)(6)2019, as a result of the customer being unable to test his blood glucose, the customer became hypoglycemic and dehydrated from the heat. The customer was transported to medical services where an IV was placed and a blood glucose test was performed. The customer was diagnosed with hypoglycemia and given a 'soda pop" for treatment. There was no report of death or permanent injury associated with this event.